Event description:
It was reported that during scheduled vena cava filter retrieval, fluoroscopy demonstrated 8 detached limbs from the vena cava filter. The filter was successfully retrieved; although, the detached limbs were not retrieved. Pt status is unk at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. This event was reported via a voluntary med watch report # (B)(4).